Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a pump error alarm and that insulin pump was not communicating with sensor. Customer was not able to troubleshoot due to being in the car driving and would call back. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.